Manufacturer narrative:
Product analysis: the product was discarded by the facility; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years, 10 months, and 15 days following the implant of this transcatheter bioprosthetic valve, the patient was admitted to the hospital for heart failure. Symptoms of the heart failure were shortness of breath, abdominal bloating, increased weight, lower extremity swelling, and cough. Echocardiogram and transesophageal echocardiogram (tee) were performed. Imaging showed severe bioprosthetic aortic insufficiency with a torn leaflet. Per the physician, the cause of the torn leaflet was unknown. Severe paravalvular leak (pvl) and transvalvular regurgitation were noted. No evidence of active endocarditis was observed. Five days after presenting, intervention to replace the valve was performed and resolved the event. The transcatheter bioprosthetic valve was explanted and replaced with a surgically implanted, non-medtronic bioprosthetic aortic valve. During the procedure, concomitant intervention occurred. Single vessel coronary artery disease (cad) was observed and required a coronary artery bypass graft. Endoscopic vein harvest was required and a saphenous vein graft to the distal right coronary artery was performed. Per the physician, the valve did not cause or contribute to the cad. A ligation of the left atrial appendage was performed due to a history of atrial fibrillation (afib). It was noted that following the implant of the transcatheter bioprosthetic valve, a post implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 28 millimeter (mm) balloon. Per the physician, the post implant bav did not cause the torn leaflet identified over 4 years and 10 months post valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: review of the device history record (DHR) for this device was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. No images of the implantation procedure or the implanted valve were available for medtronic review and the valve was not returned to medtronic for product analysis. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, a post-implant balloon aortic valvuloplasty (bav) was performed for unspecified reasons. Per the evolut IFU, a compliant/semi-compliant balloon of 28mm size maximum can be used on a 34mm evolut r valve at an inflation pressure of no greater than 2 atm. The balloon used met this criteria, but the inflating pressure was unknown. Per the physician, the cause of the torn leaflet was unknown and the post implant bav did not cause the torn leaflet identified over 4 years and 10 months post valve implant. Moreover, no evidence of active endocarditis was observed. Thus, with the information available, a conclusive root cause of the torn leaflet cannot be determined at this time. Paravalvular leak (pvl) and regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A conclusive cause could not be determined from the information available, but the torn leaflet was a likely contributing cause of the regurgitation. Heart failure is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities, etc.). With the information available a conclusive root cause could not be determined but the reported severe pvl and regurgitation were likely contributing causes. The transcatheter bioprosthetic valve was explanted and replaced with a surgically implanted, non-medtronic bioprosthetic aortic valve. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: h6 method and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that seven days prior to the previously reported hospitalization for heart failure, a transesophageal echocardiogram (tee) indicated mild paravalvular leak (pvl) and total aortic prosthetic regurgitation. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.